Manufacturer narrative:
(B)(4). Concomitant med products and therapy dates: motor device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device had excessive vibration (failed vibration assessment). It was determined that the bearing was worn. It was determined that the issues were consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the attachment device became stuck to the motor device. During in-house engineering evaluation, it was observed that the device had excessive vibration (failed vibration assessment). The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.